Event description:
The customer reported being hospitalized due to low blood glucose of 15mg/dl, and she was treated with food and glucose through the tubing. Troubleshooting was performed. The caller stated that the reservoir was showing the same amount of insulin that the status screen shows. The customer's recent glucose reading was 28mg/dl. Advised the customer to contact his doctor regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.